Event description:
During the procedure, while md was utilizing fakuda retractor, the instrument broke. All pieces were recovered. Per hospital policy radiology was notified and imaging obtained. Radiologist notified the doctor that imaging was negative. There was no harm to the patient.